Event description:
Have been a user of this pump for over 2 years and have seen laboratory tests for a1c continue to climb since the use of the pump. Over those 2 years I have had 3 different pumps due to malfunctions. My wife used to work for this co and still has in her possession 6 pumps so when mine failed last week she dug one out the box -- we tried everyone of the pumps and none worked. As soon as you insert the battery and attempt to input the date and time it shuts the pump off. New batteries were tried and no success. I was without a pump and had to make an emergency run to a 24 hr pharmacy since it was 11pm for injectable insulin. I have all of the pumps and would be happy to send them to you. I believe that the co is out of business at this time yet may be operating under a different name. There where several FDA violations of both the us office in new orleans and the manufacturing facility overseas and I want to be sure that pts are protected against this faulty equipment in the future.